Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented through merlin.net transmission after receiving a vibratory patient notification alert, device was found to be in backup vvi mode. Patient was called in clinic and device download was performed successfully. Patient was asymptomatic.